Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted a patient line extension returned without a patient connector with evidence of a heat seal bead determining the components were assembled. The inadequate heat seal bead may have occurred during the rf (radio frequency) welding stage at production; therefore, the patient extension set failed to meet specification. The cause of the condition was manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer returned a patient extension set that was missing the patient connector. The set was returned for evaluation. The issue was identified during an unspecified process step. There was no report of a patient injury or medical intervention associated with this event. No additional information is available.